Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, de novo, 100% stenosis in the distal right coronary artery. Reportedly, the 1.5 x 8mm rx mini trek balloon catheter was advanced during pre-dilatation; however, the balloon ruptured during first inflation at 8 atmospheres. There was no resistance during advancement or removal of the device. Another rx trek balloon catheter was used to further dilate the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.